Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient was scheduled for a revision surgery of the perform humeral and perform reverse glenoid due to infection.